Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead.

Event description:
The manufacturer representative reported that the patient¿s stimulation goes in and out. An impedance check showed that electrodes 0 and 3 were greater than 10000 ohms even when switching reference electrodes. The patient had stimulation off since they weren¿t feeling it and when stimulation was turned on they were feeling it when sitting and when they stood up stimulation went away. The amplitude was turned up and the patient still wasn¿t feeling it. The patient sat down and impedances were checked again and all contacts were showing greater than 10000 ohms. The system was checked with fluoroscopy and everything looked in place, but close to the implant the lead looked ¿thin¿; it was clarified that the rest of the lead looked larger in diameter and close to the implant it looked smaller in diameter. When the patient did feel stimulation it provided good coverage for all pain areas. The pocket site and lead/extension connection were palpated when the patient wasn¿t feeling stimulation and no response was elicited. When the patient stood up was when the stimulation usually went away and when they sat down it may or may not come back right away. The indication for use was spinal pain. Additional information received from the manufacturer representative reported that there was not a correlation of sitting and standing and when the patient left the reprogramming the stimulation was working. The healthcare provider was sending the patient for x-ray and was going to schedule exploratory surgery. Further information received from the representative reported that the cause was unknown and the x-rays were inconclusive. There was a plan to do open exploration.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that a revision had occurred and the patient had recovered completely. The patient had follow-up on (B)(6) 2016 and was feeling stimulation normally. The patient noted that during previous troubleshooting prior to the surgery the manufacturer representative had tried turning the amplitude up all the way in and out shocked him and their whole body was shaking. The patient had a loss of therapy and stimulation at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.